Event description:
It was reported that male external catheter was sticky and the glue on the condom had turned white. When customer removed the catheter, the glue stayed stuck on the skin and caused minor tearing. No medical intervention was reported. Per follow up call on (B)(6) 2021, initial reporter stated the customer had to gently remove using alcohol or other solution to assist with removal. The customer had never seen the glue get white like it was. No medical care has been reported. Per customer via phone on (B)(6) 2021, the customer stated that the white substance was being left on the penis, and it was somewhat sticky like the glue was left behind. Also, the customer felt like the catheters were old because they had small print on the packaging, but the better ones have large print. It was stated that when tried to remove the white power that was left on the penis, the rubbing caused the skin to come off and caused some bleeding. The customer did not go to the doctor and reported that the customer was healing slowly. Per investigator notification received on (B)(6) 2021, during sample evaluation a weak adhesive was found on the catheter. Per customer via phone on (B)(6) 2021, the customer confirmed that they believed the white substance which was glue in the condom. The customer would like to know the results of our follow-up so that they can know the glue will not cause cancer. It was also stated that the glue was hard to remove from their penis and the constant rubbing causes the skin to come off and causes bleeding.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted 35 unopened mecs were received. No obvious defects were noted. Further testing required. Adhesive peel test was performed. Samples were tested, general inspection level ii. Samples were cut to the required width (0.70" +/- 0.05"). Adhesive peel strength was found to be low out of specification (0.80 lbs. - 2.80 lbs). No samples tested out of specification for strong adhesive. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review is not required. Correction: d, e, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that male external catheter was sticky and the glue on the condom had turned white. When customer removed the catheter, the glue stayed stuck on the skin and caused minor tearing. No medical intervention was reported.